Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's girlfriend reported via phone call that the customer passed away in the hospital on (B)(6) 2020 due to cardiac arrest. The customer's blood glucose at the time of incident was unknown. It was reported that the customer had low blood pressure when admitted to the hospital on (B)(6) 2020. Other illness that may have led to customer's passing was customer experiencing kidney failure and was under dialysis. The customer also had an infection for a year and a half. The customer was wearing the insulin pump at the time of passing. The insulin pump will not return for the analysis.